Event description:
It was reported that the patient felt/heard a popping noise in the cervical region of the spine sometime post-op and a revision surgery at c4-5 was performed. During the revision it was found that the superior screw placed in c4 had broken through the superior part of the implant. The screws were removed and a 25mm cervical plate and four (4) 4.0x15mm screws were implanted at the c4-5 level. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.